Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to pair their new phone with the implantable cardiac monitor due to the new android operating system unable to work with the application. The patient was able to pair the device with their old phone. It was noted that the patient felt stressed because of the issue but was otherwise stable throughout.